Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1100789555. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Malposition of a device is acknowledged within the instructions for use (IFU). Based on the information available, the reported issues with position of the device may have been due to an error during the implant procedure; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was placed too deep posteriorly in the scrotum making it difficult to use. A surgical procedure was performed during which the pump was removed and replaced with a new pump in a better location. There were no patient complications reported.